Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected of exhibited premature battery depletion due to a drop in estimated battery longevity of eight months over the course of one month. This device remains in service. No adverse patient effects were reported.